Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that the serial number associated with the complaint is (B)(6).

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) instructed the site to remove the endoscope, press the port clutch to reseat the guided tool change (gtc) feature and reseat the endoscope; following these actions, the issue was resolved, and normal functionality was restored. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper user setup, specifically related to the endoscope installation on the arm. .

Event description:
It was reported that during da vinci-assisted prostatectomy surgical procedure, the system had an inverted image and same issue occurred after reinstalling the endoscope. An intuitive surgical inc (isi) technical support engineer (tse) advised to reinstall the endoscope after resetting the guide tool change (pressing instrument clutch). After that, the issue disappeared. The procedure was completed with no reported injury.